Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive was also returned. Extended investigation has also been performed. The DHR (device history record) was reviewed and verified that the unit passed all tests on the line. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The investigation identified that all processes were effective. No malfunction or product deficiency was identified.

Event description:
The customer reported a skin reaction at the sensor site while wearing an adc freestyle libre sensor with symptoms described as itching, redness, swelling, and a "black blood spot". The customer contacted a healthcare professional and was prescribed an unspecified hydrocortisone cream as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a skin reaction at the sensor site while wearing an adc freestyle libre sensor with symptoms described as itching, redness, swelling, and a "black blood spot". The customer contacted a healthcare professional and was prescribed an unspecified hydrocortisone cream as treatment. There was no report of death or permanent injury associated with this event.